Manufacturer narrative:
Concomitant products: 37743 neuro programmer implanted: (B)(6) 2009, 39565-30 pain stim lead implanted: (B)(6) 2009, 3708160 neuro extension implanted:(B)(6) 2009, 37702 pain stim ipg implanted: (B)(6) 2009, 3708160 neuro extension implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient had passed away and the implantable pulse generator (ipg) system "did not revive" the patient. The cause of death could not be determined.